Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of lens being blurry was not confirmed. In addition, switch button 1 was damaged. The objective lens had a scratch. The light guide lens had a crack. The nozzle was deformed. There was a slight indentation in the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, during reprocessing, the evis lucera gastrointestinal videoscope lens was blurry. The patient was not under anesthesia. There was no reported procedural delay or patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 7 years since the subject device was manufactured. No anomalies were identified in the labeling review. Olympus will continue to monitor field performance for this device.